Manufacturer narrative:
Concomitant medical products: product ID 97755, serial#(B)(6). Product type: recharger. Product ID: 97745, serial# unknown, product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the recharger was scrapped due to a recharging antenna failure and a poor recharge quality message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there have been persistent recharge therapy monitor (rtm) issues. The patient couldn't charge and the rtm head and box got very hot. The patient would be stuck on "trying to recharge" screen for 30 minutes then once charging was connected the controller screen would go blank. The controller charges normally with ac, and the screen only freezes when rtm was connected. The patient would have to reset the battery to continue. Rtm plug does not appear to be damaged/dirty. This started about a week ago and the patient got ahold of a rep on thanksgiving and worked with the rep over the weekend. The patient mentioned that they were in pain because they had not been able to charge and had barely been able to charge the ins to do anything. Additional information received from the patient reported that the issue about the rtm getting hot and pain has been resolved.